Event description:
It was reported that a pump under infused antibiotics to a patient. The medication was delivered as a secondary infusion and when the pump alarmed infusion complete, fluid was observed in the container. The customer stated that an additional 60ml vtbi was programmed to deliver the entire container contents.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.